Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was reviewed, confirming the complaint event. The following was noted: radial and axial distal tip tear. 3mensio imagery was provided and the following was noted: patient's right access vessel had presence of tortuosity and calcification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints for torn sheath distal tip and resistance between system components leading to difficulty advancing through the sheath were confirmed per evaluation of the returned device. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as patient factors were confirmed via 3mensio imagery. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the physician felt resistance upon advancing the 29mm sapien 3 ultra resilia valve out of the 16fr esheath+. Upon removal of the esheath after successful deployment of the valve, it was found that the distal end of the esheath tore. There was no patient injury. The patient transferred out of the cath lab in stable condition. Per follow up, there was no resistance during the insertion of the esheath. The expansion tool was used. The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. Access was achieved on the right side. The vessel was pre-dilated to 16fr. The valve and delivery system were prepared per IFU. The system was withdrawn with the delivery system through the esheath without difficulty. The esheath was not torqued during the procedure. Perceived root cause of the event is unknown. The device was discarded.

Manufacturer narrative:
Investigation is ongoing.